Manufacturer narrative:
Product ID 3389s-40 lot# va08ytx, implanted: 2013 (B)(6); product type lead product ID 3389s-40 lot# va090aq, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had chronic hematoma/hygroma. The sdh (subdural hematoma) was originally managed conservatively, but the patient had to come back on (B)(6) 2013, two days prior to the report, as sdh did not resolve but increased in size. Patient outcome was resolved without sequelae on the day of the report. Intervention included burr hole sdh evacuation three days prior to the report. CT scan without contrast on (B)(6) 2013 showed left high convexity extra-axial collection consistent with chronic hematoma/hygroma. Hematoma was smaller at the time of the report and its density had decreased, there were scattered foci of pneumocephalus, no evidence of new interval hemorrhage, mass effect improved one days prior to the report. There were no signs or symptoms. The event was stated to be possibly related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) updated the adverse event to pneumocephalus hematoma. No further complications are anticipated.